Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated. Additionally, it was noted that the left ventricular lead was at an output higher than nominal setting and that there had been approximately 10 charges on the device. The device remains in use and replacement will be scheduled. No patient complications have been reported as a result of this event. (B)(6) 2012 the device was explanted and replaced.

Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated. Additionally, it was noted that the left ventricular lead was at an output higher than nominal setting and that there had been approximately 10 charges on the device. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device reached elective replacement indicator earlier than anticipated. Additionally, it was noted that the left ventricular lead was at an output higher than nominal setting and that there had been approximately 10 charges on the device. The device remains in use and replacement will be scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned, analyzed, and the device met 93% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. Battery depletion was indicated as the time of recommended replacement time in save to disk occurred on (B)(4) 2012 device rrt <=2.6251 volt. The weekly battery voltage trend data shows minimum battery was 2.627 to 2.606 volts between (B)(4) 2012 and (B)(4) 2012. Two patient alerts for low battery voltage occurred on (B)(4) 2012 02:15:00 and (B)(4) 2012 02:15:00.